Event description:
Customer's husband reported that the insulin pump returned a no delivery alarm due to a reservoir that was low or empty. Customer received verification that the bolus delivered was listed in the insulin pump's bolus history. Blood glucose level was 420 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.